Event description:
The patient came into the ER (emergency room) with withdrawal. The patient was having increased spasms and seizures. The patient had an old catheter, so the physician decided to perform a catheter revision. When the pump pocket was opened, it was discovered that the catheter was lying across the front of the pump and there was a leak in the pump portion of the catheter. The pump connector portion of the catheter was removed; the remaining spinal portion of the catheter was tied off and left implanted. A new catheter was implanted. The issue was resolved. The device system was delivering baclofen.

Manufacturer narrative:
Concomitant products: product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type catheter; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).